Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, the device was unable to cross the lesion. After several attempts to advance it, the mid-shaft became kinked and subsequently fractured. The device was removed from the patient, and the procedure was completed with a non-boston scientific device. There were no complications reported, and the patient remained stable post procedure.